Event description:
It was reported that blade separation occurred, requiring snare for removal. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. The balloon was used to dilate the lesion. After the device was removed from the patient's body, it was noted that one of the blades was no longer present on the balloon. The separated fragment was completely removed using a snare. The procedure was completed with this device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.